Manufacturer narrative:
Claims while using a samsung galaxy 5 watch to control the smart drive device, when attempting to stop the device via tapping motions, the device reportedly did not respond which forced the end-user to relay on a bystander to turn off the device to avoid any impacts. Permobil advised the provider of the market correction involving the mx2+ app, but provider did not know if the app had been updated. Permobil advised the provider to have the end-user utilize the wired option until they could verify if the watch had the latest version installed. No further communication was received from end-user, and permobil is unable to reach a determination as to possible cause without speculation. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. As end-user was unable to confirm the version of mx2+ app, permobil is unable to reach a determination as to probable cause of reported issue without speculation the DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
The end-user reports while using their smart drive device via a samsung galaxy 5 watch, alleged the device began driving at speed and the end-user was unable to get the device to stop with the watch. No injuries were reported to have occurred as a result.